Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump. It was reported that patient's pump incision dehisced slightly and pump and catheter were surgically removed on (B)(6) 2018. Pump incision was visualized during routine refill. The entire system was replaced on (B)(6) 2018. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient status was alive with injury at the time of the report. No further complication was reported.